Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt had been admitted for suspected flow obstruction. An echo was performed showing that the left ventricle was distended, and a grinding sound was heard in the pump. Pt was started on medication and their condition improved.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.